Event description:
Procedure performed: open hysterectomy. Event description: the device was being used normally, activation and cut. The surgeon was using the device normally by complaining from the dissection. At certain point, the knife was broken, and the jaws were not able to open but fortunately outside the patient. The surgeon tried several times to open and closes the handle and the knife but not working. No clinical impact type of intervention: the surgeon continued the case using standard bipolar patient status: no clinical impact.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed complainant¿s experience of jaws staying closed. Based on the condition of the returned unit, it is likely that the reported event was caused by the exposed blade preventing the jaws from fully opening. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the event unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. This determination is based on the fact that the incident happened outside the patient and did not result in any tissue damage.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: open hysterectomy. Event description: the device was being used normally, activation and cut. The surgeon was using the device normally by complaining from the dissection. At certain point, the knife was broken, and the jaws were not able to open but fortunately outside the patient. The surgeon tried several times to open and closes the handle and the knife but not working. No clinical impact type of intervention: the surgeon continued the case using standard bipolar patient status: no clinical impact.